Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the analysis showed that the ats45 device was returned with the knife partially advanced into the anvil and with a 6r45b cartridge loaded in the device. Further investigation of the device shows that the knife and wedge bands were stuck to the reload and would not retract. This condition would not allow to the knife returned to its home position. The reload was received with the pan partially detached from the proximal end right side, with a damaged in the proximal end, partially fired 1/10 and with the reload lockout spring damaged. No functional test was performed due the condition of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, malfunction of the endopath stapling device. It is unknown how the case was completed. There were no patient consequences reported.